Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported a bump and swelling at the insertion site after the sensor was removed on (B)(6) 2019. The patient alleged that the wire detached and remained in the skin. He saw his physician on (B)(6) 2019, who stated the area was infected and prescribed antibiotics and hot compresses twice a day. The patient stated that if the antibiotics do not resolve the issue, the area would be x-rayed and/or incised. At the time of contact, the patient was doing fine; however, his arm was still swollen and inflamed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.